Manufacturer narrative:
(B)(4). Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/4 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. The lot number is unknown therefore a batch review was not performed. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A (B)(6) home patient (hp) contacted baxter's technical service center regarding a system error (s/e) 2240 alarm that occurred on the home choice (hc) machine during dwell 4 of 4. The hp stated she was connected to the machine at the time of the alarm and did not disconnect anytime prior. The technical service representative (tsr) explained the se alarm indicates air entered the set up and advised the hp to close all clamps and cycle power to clear the alarm. The tsr further advised to finish therapy with manual supplies. There was no patient injury or medical intervention associated with this event.